Manufacturer narrative:
H3 device evaluated by mfg ¿updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received deployed within the lumen of the catheter. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was cut, which is aligned with the event description. The stent was located at the proximal end of the microcatheter. The stent was deformed. There was an unknown material (possibly some sort of tubing like (ptfe) polytetrafluoroethylene) present on the stent. All 3 marker bands were present on both ends of the stent. The sdw was stretched and deformed. The introducer sheath was damaged. A functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent deployed prematurely during use' and 'sdw deformed' were both confirmed during device analysis. The remaining ar code 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The stent was returned for analysis in a deployed condition inside the proximal section of the microcatheter. The microcatheter had been cut by the customer in an attempt to recover the atlas stent. Once removed from the microcatheter lumen, the stent was noted to be significantly deformed. There was an unknown material (possibly some sort of tubing like ptfe) present on the stent. The sdw was stretched and deformed towards the distal end of the wire. The introducer sheath was also returned for analysis. The distal tip of the sheath was significantly deformed. This appears to have been mainly caused by the stretched coil of the sdw. Based on the event description and analysis results, one possibility is that the introducer sheath was initially correctly positioned as was reported by the customer, but subsequently (and inadvertently) moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user would experience increased resistance during attempts to advance the stent through the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. During this action, and particularly if there is significant friction between the stent and the lumen of the microcatheter, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the stent, leaving the stent deployed prematurely inside the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. It is assumed that significant force was needed in order to remove it from the lumen of the microcatheter, resulting in it becoming stretched/deformed. An assignable cause of procedural factors has been assigned to the as reported codes 'stent deployed prematurely during use', 'stent difficult/unable to advance or pullback through catheter' and 'sdw deformed' and as analyzed codes 'stent deployed prematurely during use', 'sdw deformed', 'stent deformed', 'sdw kinked/bent', and 'stent introducer sheath distal tip damaged' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during an anterior communicating artery (acoma) aneurysm embolization procedure after successfully delivering the microcatheter to the target location, the physician inspected the subject stent, confirmed it was intact, and thoroughly flushed it before delivery. Significant resistance was encountered during the delivery process and the physician managed to advance the subject stent into the microcatheter after multiple attempts. However, the resistance persisted while pushing the subject stent within the microcatheter, and the issue remained unresolved despite repeated attempts. The physician then withdrew the subject stent and microcatheter system and attempted to retract it, intending to complete the procedure using the same microcatheter. Nevertheless, the resistance during stent retraction remained high. After applying greater force, the delivery wire of the subject stent became stretched and was withdrawn, while the subject stent was not pulled out. Under fluoroscopy, the physician observed that it remained at the proximal end of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an anterior communicating artery (acoma) aneurysm embolization procedure after successfully delivering the microcatheter to the target location, the physician inspected the subject stent, confirmed it was intact, and thoroughly flushed it before delivery. Significant resistance was encountered during the delivery process and the physician managed to advance the subject stent into the microcatheter after multiple attempts. However, the resistance persisted while pushing the subject stent within the microcatheter, and the issue remained unresolved despite repeated attempts. The physician then withdrew the subject stent and microcatheter system and attempted to retract it, intending to complete the procedure using the same microcatheter. Nevertheless, the resistance during stent retraction remained high. After applying greater force, the delivery wire of the subject stent became stretched and was withdrawn, while the subject stent was not pulled out. Under fluoroscopy, the physician observed that it remained at the proximal end of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.